Event description:
An artelon cmc spacer has been explanted due to alleged injury. (B)(4).

Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant (B)(4) and artimplant us, inc. No information supporting the allegations of lawsuit currently available.